Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that in situ testing showed fluctuation in impedance values. The pt has no access to sound with the device. A CT scan showed the implant to be in place. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the information received, it seems that device unrelated medical reasons were causing the fluctuations of impedances and consequent lack of benefit. The patient is having the same problems with the new device. Damage found during investigation is most likely related to the explantation surgery. This is a final report.

Event description:
The in situ testing showed fluctuation in impedance values. Patient has always complained of not hearing or understanding well. Sometimes she hears a bit better sometimes worse. When she can hear well, her performance with ci is satisfactory. However recent in situ measurements shows elevated impedances and she has no access to sound with the device. A CT scan showed the implant to be in place. The patient has been re-implanted. However, the problem still exists.